Event description:
The lay user/ patient contacted lifescan in 2007 and alleged that her one touch ultra meter had a power issue. The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred two or three days prior to the call. She had taken her usual dose of diabetes medication (insulin) as a result of the reported issue. The pt also mentioned that she felt shaky after the reported issue began. She did not receive/require medical attention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt was using the correct test strips. The meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. However, it was discovered that the battery was not correctly installed (use error). The issue was resolved when the meter turned on when the battery was correctly installed. This complaint is being reported because the pt alleged that she experienced symptom usually associated with hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.